Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note attached list of additional devices implanted and involved in this event; gore tag thoracic endoprostheses (tg3720/04062070) and (tg4015/04708464). Please reference medwatch # 2017233-2007-00410 for gore tag thoracic endoprostheses event.

Event description:
In 2007, this pt was treated for a descending thoracic aneurysm with two gore tag thoracic endoprostheses. After removing the 24 fr gore introducer sheath with pinch valve from the right external iliac artery, an angiogram showed damage to the right external iliac artery that required surgical repair with a patch. In addition, two cordis smart stents were placed; one in the right common and the other in the right external artery. An angiogram was then performed showing there repairs looked good. Several days later, the pt was discharged to a rehabilitation facility. No films are available for return to gore.